Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that pyxis synchronization occurred for every 10-15 minutes and tried to reconnect. A technical support center specialist had troubleshot the issue and monitored the device until monday, ensuring that the issue was resolved. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es experienced synchronization interruptions every 10¿15 minutes. Attempts to disconnect, reconnect, and shut down the system did not resolve the issue. The user was able to issue the medication from another station without prolonged delays. There were no adverse events or injuries reported based on this incident.